Event description:
End user indicated she was giving herself an insulin injection and the needle would not come out of her skin. She kept pulling on the needle and it then broke off. She went to the e.r. To have it removed. X-rays were taken and the doctor was able to remove a small piece by a tiny part stayed, which came out a few days later (her body rejected it). She was also given a tetanus shot. The end user communicated that this is not the first time the needle does not want to come out and gets stuck and has a hard time removing from the injection site. Her pcp has since changed her prescription to larger size pen needle. (B)(4).